Event description:
It was reported that during removal of the sheath from the pt, it separated at the hub. A surgical cut-down procedure was performed to remove the separated portion of the sheath. The critically ill pt expired of causes unrelated to this incident.